Event description:
A report was received that the patient underwent a pocket revision due to the incision site not healing properly. The physician suspected that the reason the patient's incision wasn't healing was due to the patient not taking well care of their diabetes. The physician relocated the ipg site and used a woundvac on the upper thoracic incision. The patient is doing well following the revision.

Event description:
A report was received that the patient underwent a pocket revision due to the incision site not healing properly. The physician suspected that the reason the patient's incision wasn't healing was due to the patient not taking well care of their diabetes. The physician relocated the ipg site and used a woundvac on the upper thoracic incision. The patient is doing well following the revision.

Manufacturer narrative:
Additional information indicates that the patient underwent an explant procedure because his wounds did not heal and close properly. The patient is reportedly doing well following the procedure. Additional suspect medical device components involved in the event: model # sc-8216-70, serial # (B)(4), description: artisan surgical lead, 70cm model # sc-3138-50, serial # (B)(4), (B)(4), description: phase iii lead extension - 55 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.